Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a patient was scheduled for a veptr ii lengthening procedure. On the preoperative x-ray day, the veptr ii with pangea screws construct, which went from rib to iliac, was imaged. It was discovered that the tulip head of the pedicle screw had detached from the shank of the pedicle screw at the distal portion (iliac screw). The 6 x60 polyaxial screw was removed on procedure day (for scheduled lengthening) and replaced with a 7 x 60 polyaxial screw. There was no reported harm to the patient and no surgical delay. The procedure was completed successfully. This report is for one (1) unknown pangea 6 x 60 polyaxial pedical screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: product exhibits excessive wear in the internal and external spherical diameters that would not be normal at post-surgical review. The pangea ti screw and components exhibit post production / acceptance damage that includes: received with the body / collet / sleeve / assembly dis-assembly from the screw. The screws spherical diameter with 92.3o, 0.05 profile has been worn away, the anodize finish and redial grooves are missing. The neck has worn area where body / collet rubbed. The face with the sd25 form has anodized finish worn away on lead of chamfer. The body has witness lines showing the proper assembly of sleeve. The locking tabs show deformation where locking screw slid over while entering locking position, normal. There is deformation on the bottom internal chamfer showing where the body interacted with the screw neck. The sleeves rod slot shows no indication of rod slippage. The collet has displaced metal in the cutouts and in the spherical diameter, with internal diameter being almost completely obliterated. The internal lead in chamfer is approximately 66% worn away. All described nonconformities / damage is not related to the manufacturing process. It is unclear if a pangea ti screw is the right component to be used in a construct with veptr. Both the outer spherical diameter of the screw and the internal spherical diameter of the body cannot be measured because of damage (excessive rubbing causing deformation). Raw material for the collet cannot be measured because product is assembled, but if there were destructive testing the spherical diameter could not be measured because the product is in its final manufactured stated with cutouts being in product. Complaint is unconfirmed from a manufacturing perspective. DHR review ¿ manufacture date: 7-8-10. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the pangea polyaxial screw, part 04.620.660, lot 6426739, was returned with the polyaxial head detached from the body. The pangea deformity correction system consists of non-cervical fixation devices intended for use as a posterior pedicle screw fixation system (t1-s2), a posterior hook fixation system (t1-l5), or as an anterolateral fixation system (t8-l5). The complaint description stated that the head of one pangea polyaxial screw was observed to be detached from the body in an x-ray. The screw was used in a veptr construct. The screw was replaced during a pre-scheduled veptr lengthening procedure. One 6.0mm polyaxial screw (04.620.660) and one pangea locking cap (04.620.000) were returned. The drawings associated with the part were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. The pangea polyaxial screw was returned with the polyaxial head detached from the body. The polyaxial head and the screw body displayed typical damage associated with an implanted screw. The neck of the screw body and the collet in the polyaxial head showed wear. The polyaxial head and the screw body could be easily reattached and detached. Excessive loading on the screw could have caused the wear observed on the collet and screw body, which would lead to the screw body detaching from the head. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative screw movement is unknown. This report is for one (1) unknown pangea 6 x 60 polyaxial pedical screw. (B)(4). Exact dates of original implant and explant are unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.